Event description:
Noise was observed on the egms and sensed as an aborted vf episode. Noise could not be reproduced and x-ray was inconclusive. Hence, the decision was made to explant the lead due to suspected fracture.

Manufacturer narrative:
The outer insulation and the ptfe coating on one of the sensing cable were damaged/abraded as a result of friction to ICD can. The reported oversensing may occur when the exposed metal of the sensing cable comes in contact with the ICD can.